Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain and deformity of the left breast, with increased sensitivity and gradual hardening of the same, presenting capsular contracture grade iii", "lobulated contours", "calcification", "small simple cysts", "solid nodules".

Event description:
Healthcare professional reported for left side "pain and deformity of the left breast, with increased sensitivity and gradual hardening of the same, presenting capsular contracture grade iii", "lobulated contours", "calcification", "small simple cysts". Patient also reported "solid nodules", which is not device related. The device has been explanted.